Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the pump touchscreen timed off sooner than expected. A replacement pump was sent to resolve the issue. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the proper air removal techniques. Tandem technical support informed the customer that not performing the air removal techniques is off label per the tandem user guide. Customer continued to use the existing cartridge. Customer's blood glucose was 145 mg/dl.